Manufacturer narrative:
Reporting facility name - (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking. The following information was received by the initial reporter with the following verbatim syringes fitting problems, and leaking during the infusion

Event description:
No additional information.

Manufacturer narrative:
Two mz9266 samples were received in sealed packaging from lot 22119144 for investigation. The samples were also received with two sasan extension sets sl201bn (lot:s24f060332-24096). The customer reported leakage during infusion of tpn and lipid when the syringe popped out during connection. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and the returned extension sets remained secure when connected, as well as when connected to other bd stock products; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed when the mz9266 sets were subjected to pressure testing whilst connected to bd stock syringes and the returned sasan extension sets. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 22119144 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz9266 product.